Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of "off set self check failure - 1174" and "airway pressure sensing failure - 1052" messages were duplicated and the smart pneumatic module board was replaced to resolve the reports. The customer's report of "runtime calibration failure - 1051" was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs could add no value as the logs were cleared prior to being received by zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "off set self check failure - 1174", "runtime calibration failure - 1051", and "airway pressure sensing failure - 1052" messages. Complainant indicated that there was no patient involvement in the reported malfunction.